Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. The device remains implanted.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of a 23mm sapien 3 valve, in the aortic position by transfemoral approach. During valve deployment, the balloon of the commander delivery system was inflated without retracting the pusher. The sapien 3 valve moved towards the ventricle and the valve final position was too deep resulting in severe paravalvular leak (pvl). It was decided to implant a second valve (valve in valve). The second 23 mm sapien 3 valve was implanted successfully with no pvl. Due to the first valve being implanted too low, the patient experienced a bundle branch block. The patient was stable during the procedure. Seven (7) days post-procedure the patient was still under observation for cardiac rhythm disturbances. One week after the procedure, the patient received a permanent pacemaker.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 per no product returned evaluation. A no product returned engineering evaluation was performed, as no device was returned, no visual inspection, no functional testing, or dimensional testing could be performed. No imagery was provided. Per additional review the sinotubular junction diameter (mm) was 29.9 x 30.1 mm, there was no sinotubular junction calcification. The sinus of valsalva diameter was 29.5 x 30.4 x 30.5 mm. There was no native annular calcification, moderate native leaflet calcification, and no aortic root calcification. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 thv IFU and procedural training manual were reviewed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition and paravalvular leak were unable to be confirmed due to unavailability of applicable imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the event description, during a tavr with a 23mm sapien 3 valve, ''the balloon of the commander delivery system was inflated without retracting the pusher, so the sapien 3 valve moved towards and the valve final position was too deep. In result there was severe pvl.'' Per the IFU, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.'' If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to higher balloon pressure during inflation. As the balloon continues to be inflated, the increase of balloon pressure can force the balloon to move forward, resulting in low placement of valve as reported in this case. In addition, it was also reported that the patient implanted a permanent pacemaker one week after the tavr procedure due to cardiac rhythm disturbances. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with bioprosthetic heart valves, and the thv procedure. In this case, the heart block was caused by the low thv implantation possibly through mechanical impingement of the conduction system (e.g. Bundle branches) by the prosthesis depth/profile. As such, available information suggests that procedural factors (flex tip not retracted prior to deployment) contributed to the complaint event. Due to the malpositioned thv, wherein the valve landed too ventricular, it is likely that the pvl skirt was unable to properly seal against target site, resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : valve remains implanted.